Event description:
It was reported on 22aug2022, that the catheter was found leaking during use on the patient. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported on 22aug2022, that the catheter was found leaking during use on the patient. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
Qn# (B)(4). The customer provided a video of the defect. The video revealed air bubbles within the extension lines when withdrawing the syringe. The customer also returned one 2-l cvc catheter and product lidstock for analysis. Signs of use were observed on the catheter body and within the extension lines. Visual analysis of the catheter did not reveal any observable defects or anomalies. The overall length of the catheter body measured 216mm , which is within the specification limits of 207-227mm per product drawing. The outer diameter of the catheter body measured 2.439mm which is within the specification limits of 2.36mm - 2.46mm per the catheter body extrusion graphic. The extension lines were initially functionally tested per the IFU, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The extension lines were attached to a lab inventory ars and flushed. Both extension lines flushed as intended. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were observed from either extension line or the catheter body. A manual tug test confirmed the extension lines were fully secured within their respective hubs. A device history record review was performed and no relevant findings were identified. The catheter product drawing and the catheter body extrusion graphic were reviewed as part of this complaint investigation. The instructions for use (IFU) provided with this kit states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the customer report and investigation of the sample received , no problem was found on the sample. Teleflex will continue to monitor and trend for complaints of this nature.